Event description:
Received a report from a consumer who sought a medical examination after experiencing discomfort and bleeding during insertion of the tampon applicator. The consumer indicated their physician confirmed a cut to the skin just below the clitoris/labia.